Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that the blower module had seized. The technician replaced the blower module and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator did not deliver a breath while connected to a patient. The patient was removed from the ventilator and switch to a different ventilator. The customer confirmed that there was no patient harm associated with the reported event.